Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified septum material inside of the lv is-1 bi set screw hex cavity. It is believed that this material prevented full insertion of the torque driver in the set screw hex cavity.

Event description:
It was reported that during an implant procedure, a setscrew anomaly was observed on is-1 port. The device was later explanted and replaced with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.